Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead insulation was damaged. The pocket revision was performed and the lead was repaired. The lead remains in service. No additional adverse patient effects were reported.